Event description:
The reason for explant is under investigation. The physician indicated the pt presented with cephalic-subclavian thrombosis and the new lead could not be placed. Info will be forwarded upon receipt. Explant method: intravascular, superior technique/tools: direct traction complications listed above.